Event description:
An optometrist reported 'fuzzy' vision surrounding lights at night, as experienced by a patient, which remained unchanged for a few months after having lasik surgery. Patient was put on brimonidine drops, at the three month post-op visit. This is the first of two reports and will reference this patient's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).